Event description:
Healthcare professional reported injecting a patient in the jawline and chin with 5 syringes of juvéderm® volux¿ xc and 2 syringes of juvéderm® voluma¿ xc. The patient presented with ¿small, honey-colored drainage¿ on the chin and ¿redness ¿ possible compression occlusion.¿ six days later, the event improved without sequelae. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00056 (allergan complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Suspect product: lot number 963/3. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.